Event description:
The customer stated she performed a blood glucose test and received a result of 358mg/dl. The customer took insulin and went into insulin shock and passed out. Paramedics were called and they tested and received a result of 26mg/dl. The customer was given glucose IV as well as glucose gel. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.